Manufacturer narrative:
(B)(4). Post procedure the patient did not require intervention due to the thrombus and the patient hospitalization was not prolonged. The patient was clinically stable and is doing very well; no stroke symptoms have been observed. No additional information was provided. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system, angiomax. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (cds 10292485/01) referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was not returned as the clip remained implanted on the mitral valve leaflets. There was no reported device malfunction associated with the cds. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. In this case, the physician had reported that the mitraclip device or procedure did not cause or contribute to the thrombus, but rather the special anticoagulation situation was the cause of the thrombi; therefore the thrombus was attributed to patient / procedural conditions. A review of the device history record found no nonconformances related to the reported lot. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is being conservatively filed as thrombus was seen on the mitraclip (10286275/(B)(4)) and the clip cannot be excluded as potentially contributory to formation of the thrombus. It was reported that during a mitraclip procedure, as the patient had a history of heparin-induced thrombocytopenia, angiomax was administered instead of heparin. The activated clotting time (act) was frequently measured during the whole procedure (always greater than 250). After one clip was implanted, it was decided to use another clip (10286275/(B)(4)) to reduce the mitral regurgitation further. When the clip was introduced into the left atrium, the transesophageal echocardiogram image showed thrombus on the clip. The device was removed with the thrombus on the clip. Another clip delivery system (cds 10292485/(B)(4)) was used and right after the clip was inserted into the left atrium, thrombus was seen again. The cds was removed with the thrombus on the clip. It was decided to not implant the any further clips and stop the procedure. No thrombus was seen on the one implanted clip. During the procedure, the patient did not have any new or increased medical therapy. After the mitraclip devices were removed, there were no signs of any remaining thrombus and appears to have been completely removed. Post procedure, the patient's degenerative mitral regurgitation grade was reduced from 4 to 2 with the one implanted clip. In the opinion of the physician, the mitraclip device or procedure did not cause or contribute to the thrombus, but the "special anticoagulation situation" was the cause of the thrombi.